Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analyst indicated that per information received with the device, the patient and device were lost to follow up for many years. Expected longevity for this device model is only 58 months and the device was implanted for approximately 157 months. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. High rv coil impedance and high pacing impedance were also noted. It was also reported that the implantable cardioverter defibrillator (ICD) could not establish telemetry due to "complete battery depletion." The rv lead was cut at the trifurcation, capped and replaced. The device was explanted and replaced. No patient complications have been reported as a result of this event.